Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the seal on the camera port was leaking air while trying to inflate the balloon. This caused the balloon not to inflate. When the first port was removed and tested, it was evident that the seal was faulty. There was no patient injury. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two balloon dissectors. Upon initial inspection, a cut was observed on the white seal of the dissector balloon section. The blunt tip trocar balloon inflated properly, and no leaks were detected. Due to the observed damage to the white seal, the dissector balloon would not inflate properly. However, when the hole containing the white seal was covered, the dissector balloon inflated properly which verifies that the dissector balloon was intact. All other components were in proper working condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device received for evaluation device evaluation pending no further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.